Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the representative further provided that though the patient reported he had stimulation therapy for chronic pain the patient did not have a stimulator for pain but only an infusion pump implanted. In regards to the patient reporting a low battery alarm it was now clarified that the only error message that occurred was after the interrogation last (B)(6), and reconfirmed on (B)(6) to which noted just a motor stall that occurred (B)(6) as shown on the (B)(4) report. The eri was more than 15 months. There was no low battery alarm. The pump had not recovered since. In regards to the report that the battery was dead it was again noted that the "error report" only showed the motor stall. In regards to the refill procedure and "resetting" of the pump it was clarified that the patient's data on the (B)(4) showed a successful refill procedure last (B)(6). All necessary refill updating procedures were recorded on his logs. The logs also showed that the pump continued to work properly until (B)(6); the reported date of the motor stall. The logs were available, however, these were housed on an application card to which the unit was temporary lent to and not currently available. There were no programming changes made, such as the pump intentionally programmed to minimum rate.

Event description:
Information was received initially from a patient in the (B)(6) who was receiving morphine. The concentration and dose were not provided. The patient's history included non-malignant pain and chronic low back pain. The patient provided he had stimulation therapy for chronic pain. This was being clarified. The patient reported that the pump was refilled on (B)(6) 2016 and reportedly they did not ¿reset¿ it after the refill. The pump was alarming but was not delivering medications to his spine. When the patient¿s pump was refilled, they only used the ¿interagatorxxx¿ once before the refill. However, ¿every time¿ the patient had the pump refilled, they had used it before and after the physician refilled the pump. At the time of the refill, the patient was told the battery was good for two more years. The pump beeps changed to 2 beeps 4-5 times and then one long beep. Information on the two tone alarm and single tone alarm were provided to the patient. Later, the patient reported that neither alarm on the website sounded like the patient¿s which was now reported as 3 beeps short in 1 to 2 seconds. The patient noted that he was getting the low battery alarm. The patient reported that the pump was on the list of pumps with defective batteries. The patient was later told, by a person not identified, that he needed a new pump. He asked ¿them¿ to reset the pump but ¿they¿ would not. He shared that the company could not ¿figure out the problem here.¿ the patient reported that the representative did not even know what the alarms were for. The patient stated he had a defective pump and started withdrawals on at 6 am on (B)(6) 2016. His chronic pain had returned and he had no pain relief. The patient was currently in (B)(6) and could not go back to the united states (us) until (B)(6) as he had to save for ticket funds. He also could not travel if the battery died or if he was going through withdrawals. The patient¿s insurance was ¿no good¿ in (B)(6) and he had no money to go to the hospital. The patient stated he had coronary artery sickness and the stress of this was more than he could take. The physician had said if pump ran out or the battery died, the withdrawal could kill the patient. The patient had trusted the company when he received the pump but was told only it would help and he was not told of ¿all of the other things I might face¿. Reportedly, the patient was told none of these things when he had the first pump and then stated he was told hardly anything. Further, on (B)(6) 2016, the patient reported battery issues with the pain pump. Reportedly, a company representative read the patient¿s pump and it noted a pump motor stall and 17 months left on battery. From (B)(6) was the time of the motor stall occurred. The patient stated he had contacted the company in the philippines and was told to go on an oral dose until he returned ¿to mo.¿ he further noted that the defective product contributed to the suffering and him worrying about the pump killing him. The stress was causing heart pains, no sleep (3-4 hours a night), and he was too sick to go out. On (B)(6) 2016 in (B)(6), the company representative performed an interrogation of the patient¿s pump and found a motor stall error. The interrogation did not show the cause of the error. The pump was now ¿dead¿ and might be subjected for replacement. The representative coordinated with the company and the local pain physician to assist the patient find immediate medical management in (B)(6) due to the patient¿s local address. The patient¿s refill pain physician was located in (B)(6). The local pain physician had the objective to sustain the patient¿s morphine therapy and recommended for the immediate shift to oral medications for preventing withdrawal symptoms. A ¿morphine dose titration-monitoring¿ procedure could not be performed due to the absence of the patient¿s medical history and the lack of sufficient hospital facilities in (B)(6). There was the refusal to accommodate the patient and it was recommended that the patient be transferred to (B)(6) for confinement (to be in the hospital). This information was immediately conveyed to the patient. However, the patient also refused the pain physician¿s request due to lack of funds. On (B)(6) 2016, the representative went back to the patient in (B)(6) from (B)(6) to do a re-interrogation, confirming still the motor stall, and to confirm and more so to convince the patient ¿to subject for immediate request for morphine dose monitor.¿ this was the only way for the patient to have baseline references and for the physician to find the optimum dose for his condition. After proper explanation, the patient was convinced to travel to manila and do the procedure. However, the patient had one more request, which was to find out a ¿ballpark¿ figure for the hospitalization costs should they proceed, which the representative committed to supply. Lastly, they still have 1 pack x 8¿s morphine which they can sustain for the next 1-2 days. On (B)(4) 2016, the representative called in the morning and returned the information to the patient regarding the ¿ballpark¿ hospitalization costs. After immediate coordination with the (B)(6) facility, the representative informed the facility that the patient might ¿get in of the center in the next 2-3 days from this day.¿ however, when the representative called the patient, his wife shared that they were able to get morphine rx from the local pain physician; a total of 100 tabs of 30 mg morphine. The dose was 1 tab, 30 mg, every four hours. If the patient could bear the pain, he would take it every six hours at the most. Because of this, the patient suddenly changed his mind again, thinking that the recent rx might sustain him until the end of may. They mentioned that in case they can further sustain this, they were thinking to just ¿subject for confinement¿ during this end of (B)(6) period or totally just ignore it since the patient was travelling to the u.s. By (B)(6). They thought that they could get another round of rx from the local pain physician until the patient¿s us travel date. This was despite of ¿our¿ recommendation for the patient to immediately shift to oral morphine to prevent withdrawals. The patient insisted of not leaving (B)(6) due to the lack of funds. On 2016-05-22 the representative reported that the patient reportedly was so straightforward during the first meeting with the representative after the last refill (B)(6) 2016. At that time he said that he did not pass any metal detector or any large magnetic field area of that sort which could possible caused the motor stall. This was after the representative had ¿probed¿ the patient of this issue. It was further confirmed that the patient had no plans to go to the facility in manila even at the end of may, which was the agreement, for the recommended morphine dose monitoring procedure. As long as he could sustain with the last prescriptions he received from the local pain physician he was to see if he could sustain it until the u.s. (B)(6) travel. On (B)(4) 2016, the representative was contacted by the patient¿s wife informing the representative that the patient was very much worried for his u.s. Travel since in the airport, the metal scanners might turn on his 8637-40, and further compromise the dose of his current oral morphine. The patient claimed that no one in the u.s., from his physician to the representatives, had informed him of the possible technical and medical conditions he might face during his stay overseas despite his proper coordination to his physician prior to his travels. The representative reported the patient was to be monitored. On (B)(6) 2016, the patient still expressed concerns for flying with a stalled pump and inquired if the medications should be removed or have the pump turned off. The patient was worried the pump will suddenly start again and overdose him and kill him and inquired why it would not be turned off before he left for the us. On (B)(6) 2016, the patient shared that he would not get a new pump once in the u.s. Because since the pump stall he had not trust in the company pumps. The patient stated he would have it removed and go to oral medications as he could not afford the operation and a new pump. Reportedly, the patient was never informed of the pump recall. ¿all¿ the patient was told was that he was a good candidate for the pump, told nothing else nor given any papers explaining the dangers of pump. Further on (B)(6) 2016, the patient continued to express his concerns about the stall and did not want it to start and ¿hang pumping morphine¿ till its empty. Since the stall, the patient had depression, withdrawal and was very sick and in bed for more than a week. The patient was very stressed about this operation, he ¿should not need¿ and it terrified him. The patient reported that ¿my problems suffering expenses operation I shouldn¿t not need stress depression and defective product because of my illnesses.¿ the patient¿s withdrawal symptoms were reported as somewhat better and the patient still had pain he rated about a 4 to 5.

Event description:
On (B)(6) 2016 the stateside representative reported that the physician was to perform a catheter access dye study to rule out any catheter issue prior to replacing the pump due the motor stall. At this time the device was delivering morphine 6mg/ml at a dose of 1.4 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.